Manufacturer narrative:
Off-label use: patient has diabetes mellitus, type 2

Event description:
On (B)(6) the user was hospitalized for diabetic ketoacidosis with a bg of 600 mg/dl after reporting persistent high bg levels and nausea for several days. The user was treated with IV insulin and fluids at the hospital and discharged on (B)(6) 2025. The event was likely caused by running out of insulin prior to hospitalization; the user has since replaced supplies and resumed ilet therapy.